Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the medication in the pump did not help the patient so they stopped using the pump. The pump had been alarming a critical alarm since (B)(6) 2025. They were trying to get the pump removed but the healthcare provider (hcp) that implanted the pump told them they cannot remove the pump. The patient was trying to work with another hcp office but the office said to have the pump checked by a company representative (rep). Technical services provided national answering service contact information for hcp to call and request a rep. Additional information was received from a consumer stating that the reason for the pump alarm was because the pump was out of medicine. No actions have been taken to resolve it as the patient stated they wanted the pump removed and they are trying to find a doctor who would do it. The issue was not resolved at the time of this report. Additional information was received from a consumer reporting that the patient stated they went to a new healthcare provider yesterday and they got the pump filled back up. Patient stated they thought they got it reset where the alarm would not sound but the alarm was still sounding. Agent reviewed that the healthcare provider needs to connect with the tablet device and they can silence the alarm from the home screen. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.